Manufacturer narrative:
Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. The root cause of the event was likely due to patient related factors and the progression of the underlying valvular disease pathology. The subject device is not available for evaluation, as it remains implanted in the patient. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 27mm 2700 aortic valve implanted for 16 years and 5 months underwent a valve-in-valve procedure due regurgitation. The procedure was performed with a 26mm 9750tfx aortic transcatheter valve.

Event description:
It was reported that a patient with a 27mm 2700 aortic valve implanted for 16 years and 5 months underwent a valve-in-valve procedure due to degeneration with severe regurgitation and mild stenosis. Patient presented with progressive symptoms of shortness of breath and fatigability. The procedure was performed with a 26mm 9750tfx aortic transcatheter valve. The patient overall tolerated the procedure well and no complications were encountered. Patient discharged on pod#1. According to the physician, valve failed early.

Manufacturer narrative:
Health effect - clinical code, device code(s) and type of investigation. Based on new information received, this event is considered reportable. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event was most likely impacted by the progression of the patient's underlying valvular disease pathology.

Manufacturer narrative:
Updated sections: b5, d4: expiration date, h4, h6 component codes and type of investigation. Based on new information received, this event is no longer considered reportable. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a patient with a 27mm 2700 aortic valve implanted for 16 years and 5 months underwent a valve-in-valve procedure due regurgitation. The procedure was performed with a 26mm 9750tfx aortic transcatheter valve. According to the physician, the surgical valve did not prematurely fail.